Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that they are having button issues. Customer states that there is a keypad anomaly. The blood glucose reading is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.